Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a prostyle device after an iliac stenting interventional procedure using a 6f sheath. Reportedly, the footplate was deployed and got stuck in the plaque. The plaque then shifted distally, and an embolization occurred. The device was removed without any issues noted. Then embolectomy surgery was performed to remove the embolism. Manual compression was ultimately applied to achieve hemostasis. There was no adverse clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of embolism is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The reported difficult to close foot and difficult to remove appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4- a partial UDI was provided as the lot number is not known.